Event description:
It was reported that the colors on the image changed.

Event description:
It was reported that the colors on the image changed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received as service repair. The device was repaired by the service team and it was not evaluated by complaint technician. The device was diagnosed for intermittent cable, scratched or damaged window and deformed rear enclosure. The camera head had a tier 3 camera repair which includes replacing the cable, dome switch as well as the front and rear enclosures. After the camera head was repaired, the device was working according to device specifications. A replacement unit was sent to the customer. Based on previous investigations and the risk document, a probable root cause may be poor grounding (.e.g. "Finger" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) The product was returned for investigation and the reported failure mode was confirmed through the service repair. The failure mode will be monitored for future reoccurrence.